Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which they acknowledged and understood.